Event description:
Event description: per cnf, it was reported that: event - [farawave] spline deployment or deflation failure has occurred. When did the issue occur?[?]during device preparation was it a failure during deployment? Or was it a failure during deflation? [?]failure during deployment was there anything unusual during the preparation?[?]nothing in particular. Was there any problem in flushing with the catheter?[?]no problem was the catheter unable to deploy without inserting the guidewire?[?]deployment was performed after insertion was the spline able to deploy into a flower shape?[?]not possible what was the deployment condition when pulled into the sheath after deflation inside the patient?[?]the issue occurred before insertion inside the patient. Were there any anatomical structures that might be relevant to the problem if the issue occurred inside the patient?[?]nothing in particular. Is it possible to provide images? If so, please attach to j-pos[?]no please indicate the details about the occurrence of the event[?]during the device preparation, the wire was inserted after flushing and the spline was deployed in an extended position. However, it was positioned at the rear end of the deployment slider before it would be deployed into a flower shape, but it did not turn into a flower shape. The deployment slider was moved, but there was no improvement. The wire also got stuck and could not be removed, so the catheter was replaced. Generator used: unknown ablation catheter used: unknown other used: unknown.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event stated the guidewire was stuck in the farawave catheter however the customer returned the guidewire without the catheter. Analysis took place on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire returned with overstretched coil from the distal tip to 20.3cm from the distal end, the ribbon and core were protruding from the coil at 20.3cm from the distal tip. Approximately 5.9cm of the ribbon and 4.2cm of the core was protruding from the coil. The core was deformed into a j- configuration. The guidewire returned with a fractured ribbon. The ribbon fractured just behind the distal weld. There was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. A kink was noted at 57.6cm from the proximal weld. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The root cause is undetermined: cause not established. The classification as reported is "functional: unable to remove" however upon inspection the classification as analysed is "damaged: fracture/shear". Based on the information provided by the supporting documentation, ""excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.